Event description:
The hospital reported that, during preparation for the endovascular vein harvesting procedure, the dissecting tips fell apart for 2 kits. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
A visual inspection revealed a very small amount of adhesive on the body of the device, but none on the tip. Customer complaint is confirmed.